Manufacturer narrative:
Aspen surgical received a report indicating that products were found with seal issues. The actual devices were not returned for evaluation. The manufacturing lot numbers and photographic evidence were provided for review. After investigation, it was found that a crucial step was omitted in the pouch sealing process: the seal check at the end, when the pouch passes through the sealer belt. At this point, the correct seal, seal uniformity, and product label check must be verified. In this case, the established procedure for sealing the pouches was not followed. This is considered our final report, however if we discover any new relevant information it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that two probe covers were discovered with sealing issues. The items were not in use. No injury or death was reported. Customer reported the issue for multiple lot numbers. Lot numbers and respective complaint numbers are as follows: (B)(6) (lot# 315071) and (B)(6) (307446).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that products were found with seal issues. The actual devices were not returned for evaluation. The manufacturing lot numbers were provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.

Event description:
Aspen surgical received a report from the distributor indicating that two probe covers were discovered with sealing issues. The items were not in use. No injury/death was reported. Customer reported the issue for multiple lot numbers. Lot number and respective complaint numbers are as follows: (B)(4) (lot 315071), (B)(4) (lot 307446).